Event description:
It was reported that patient experienced leakage at the site and led to high blood glucose level and addressed by pen event on (b)(6)2026. The length of infusion set was in use for same day of insertion.

Manufacturer narrative:
(b)(6) . Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.Reporting Site: 8021545.Manufacturing Site: 3003442380.